Event description:
It was reported the physician was performing an endovascular therapy for a cerebral aneurysm embolization. The physician reportedly opened and flushed the guidewire with sterile saline solution. The physician then advanced the guidewire across the stent system. It was at the point, the guidewire broke. The nurse disposed of the guidewire immediately. The physician opened another guidewire and completed the procedure. The patient is reported to be fine.

Manufacturer narrative:
The device will not be returned to boston scientific as it was disposed of by the hospital. Therefore, the cause of the event is unknown.